Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message); "frozen screen" (no display or display failure). The customer reported a system message displayed. After the system message, the screen went blank. The system was switched out and the case was completed. The case was delayed 15-20 minutes. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The footswitch and cable were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).